Event description:
Product caught fire producing toxic fumes from the plastic case. Suffered smoke inhalation. (The product has a humidistat and cycles on and off, fortunately rptr's spouse and rptr were up in bed watching tv when the product cycled on. There was a loud popping noise, and then flames came from the product, as the plastic burned, it produced a noxious toxic smoke. They put out the fire, but they are concerned, that if the incident happened while they were asleep they would have been probably killed. (Rptr closes the door to bedroom to keep the humidity in and the smoke alarm is located outside the door). In an incident that happened shortly after they purchased the product, the plastic "stopper" to the water tank warped from the heat of the heating element and a new one was sent from the MFR.